Event description:
Customer is reporting a centrifuge bowl leak name and function of complainant: same as reporter customer called to report bottom of the bowl remained in the centrifuge and the rest of the bowl detached. During cycle 1 buffy. No alarms or noises occurred prior to bowl break, nothing out of the ordinary was noted when kit was loaded onto the instrument. Cts asked if patient was alright. Customer stated that the patient was doing fine. Customer submitted photos for investigation.

Manufacturer narrative:
A review of lot file b725 was performed. There was one nonconformance associated with this lot. Inc (B)(4) extra testing of centrifuge bowls. Leaks were noted at 5200 rpm and leaks at this rate are for info only. Date of MFR: 07-2013. Expiration date: 01/07/2018 EU format. This lot met all release requirements. A review of the complaint file for lot b725 was performed. There was one other centrifuge bowl leak reported to date for this lot. No trends detected. The customer submitted photos for investigation. This investigation is still in progress. Therefore, no root cause has yet been determined. Mxp# (B)(4).